Event description:
It was reported that a merlin.net transmission showed episodes of vt/vf, non-sustained rv oversensing and non-sustained vt due to possible lead noise. Antitachycardia pacing was delivered in the vf zone several times, all resulting in return to sinus. Noise was reproduced with isometrics and with the lfa filter off. The lead was capped and replaced. The patient condition is fine.

Manufacturer narrative:
(B)(4).